Event description:
The customer reported that the system would re-boot on its own and lock up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.